Manufacturer narrative:
Bioform medical conducted a review of clinical data and reported complaints. There have been no reports of heart attack. The pt reported that she did not experience any site necrosis or skin blanching. The pt did not provide the name or phone number for the clinic she received the radiesse injection. We were not able to confirm or deny that the heart attack had occurred. The lot number is unk.

Event description:
A pt reported that 4 hrs after a radiesse injection, she was taken to the ER for a heart attack. The pt began feeling chest discomfort, severe head ache and high blood pressure. The pt had been injected with radiesse in the marionette lines in 2006 at an undisclosed clinic.